Event description:
Percutaneous coronary intervention (pci) was performed on this pt and three cypher stents were deployed during the procedure. During the deployment of this stent a dissection occurred. It was treated with another stent. In addition, during the one-mo f/u with the pt, she reported having an acute myocardial infarction. As reported by the study, this pt presented to the cardiac catheterization unit and a non q-wave myocardial infarction was the primary indication for treatment. Pre-procedure medications included aspirin 75mg/day, clopidogrel 75mg/day, statins, ace inhibitors and beta-blockers. Intra-procedure medications included aspirin, clopidogrel, abciximab and unfractionated heparin. Pre-procedure cardiac enzymes were not recorded. Percutaneous coronary intervention was performed on a de novo lesion in the mid left anterior descending artery (lad) of 19mm in length in a 2.49mm vessel diameter. The lesion was classified as type c. It was pre-dilated with a 2.0x12mm balloon at 16 atmospheres (atm) before deploying a 2.25x18mm cypher select plus stent at 22 atm with satisfactory results. Post-dilation was conducted with a 2.5x15mm balloon at 18 atm due to insufficient flow. Pci was performed next on a de novo lesion in the proximal left anterior descending artery (lad) of 19mm in length in a 2.49mm vessel diameter. The lesion was classified as type c. It was pre-dilated with a 2.25x12mm balloon at 14 atm before a 2.75 x 28mm cypher select plus stent was deployed at 14 atm. Post-dilation was conducted with a 2.5x15mm balloon at 18 atm due to a dissection in the 1st diagonal. Pci was performed on a de novo lesion in the 1st diagonal of 14mm in length in a 2.49mm vessel diameter. The lesion was classified as type c. The lesion was pre-dilated with a 2.25x12mm balloon at 14 atm before a 2.25x13mm cypher select plus stent was deployed at 12 atm to treat the dissection. Post-dilation was also conducted to treat the dissection with a 2.5x15mm balloon at 18 atm. Post-procedure medications included permanent aspirin, clopidogrel for 12 mos, statins, ace inhibitors and beta-blockers. At 26 days later, telephone f/u was made with the pt. The pt reported having an acute myocardial infarction within one week of the pci. An angiogram was done two weeks later but the outcome is not currently known. Add'l info has been requested.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. This is one of three prods associated with this pt's adverse events that were reported under the following mfg #s: 9616099-2007-01153, 9616099-2007-01154 and 9616099-2007-01155.